Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occured in the ed on (B)(6) 2020 at 06:57. The customer requested an in-depth review of the alarms.

Manufacturer narrative:
H3 and h6: the customer did not raise a formal allegation against the intellivue mx550 patient monitor, however, since a patient expired unexpectedly in the ed, an investigation of the alarms and the possibilities of alarms being missed was requested. The customer especially requested information regarding the time frame of 05:22 to 06:26 on (B)(6) 2020 for ed room (B)(6). A philips clinical specialist (cs) went onsite and collected the audit log from the central station as well as ECG strips for the time in question, which were forwarded to philips product support engineering (pse). As the ed does not admit patients on the bedside monitor, the alarm review as well as the trend report from the monitor were not available for analysis. The audit log obtained from the central station was prefiltered to ed room (B)(6) and pse was unable to determine if the log was complete. During the analysis of the audit log for the time period in question it was seen that no alarms were recorded for the time frame from 05:22:12 until 06:26:44. A red vtach alarm was generated at 06:26:38, followed by an "ECG leads off" inop at 06:28:07, which was due to the fact that the patient was disconnected from the monitor and transferred to a different room in the ed. Based on the data provided, there was no indication of a malfunction of the monitor. The monitor remains in use at the customer site. As no further data was provided, no in-depth analysis of the reported event was possible and the exact cause for the event could not be established. The customer was advised of the investigation results by letter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.